Manufacturer narrative:
Fukunaga, hiroshi, et al. (2023). "Successful repositioning of the subcutaneous implantable cardioverter-defibrillator lead to avoid inappropriate shock". J arrhythmia. 2023;39:74-77. Https://doi.org/10.1002/joa3.12805.

Event description:
It was reported per article of interest literature review that a 38-year-old man with brugada syndrome (brs) was admitted to the author's hospital for subcutaneous implantable cardioverter defibrillator (s-ICD) implantation. The s-ICD was successfully implanted and the alternate sensing vector was selected because the other vectors had shown myopotential oversensing during immediate postoperative assessment. One month later, the patient was taken to another hospital with an inappropriate shock due to oversensing of p and t-waves. The s-ICD was reprogrammed to the primary sensing vector. After another month, an inappropriate shock occurred again due to myopotential oversensing, and upon rechecking for s-ICD sensing, none of the three sensing vectors was adequate. Downward repositioning of the lead by four centimeters along the left costal arch was performed, which improved alternate vector sensing and reduced the risk of further inappropriate shocks. The alternate vector was the only adequate sensing vector, and at 2 years since lead repositioning, inappropriate shocks have not reoccurred. The s-ICD system remains in service. No additional adverse patient effects were reported.